Event description:
It was reported that prior to starting a da vinci s hysterectomy surgical procedure, the customer experienced multiple system error code #23008. The site called an isi technical support engineer to assist in trouble shooting the issue and was advised that system error code #23008 may reoccur as a nonrecoverable error. The patient had been under anesthesia for approximately 20 minutes when the surgeon decided to abort the planned surgical procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code #23008 was associated with the left master tool manipulator. The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtml. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code #23008 appears when the da vinci s safety system determines that the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety systems put davinci in a "recoverable safe state". The mtmr was returned to isi for failure analysis investigation. Engineering found system error code #23008 in the system error log, however, the evaluation of the mtml could not duplicate the system error code. A potentiometer was replaced as a precaution for the reported complaint experienced by the customer. As of january 29, 2009, there have been no reported recurrence of the issue at this hospital.